Manufacturer narrative:
The customer reported that there was no video being displayed on this g9. According to the customer, the unit was not responding to touch inputs. The customer tried changing out the display; however, it was blank. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/23/2025 I called djiby to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for djiby to call me back with this information. Attempt # 3 06/26/2025 I called djiby to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for djiby to call me back with this information.

Event description:
The customer reported that there was no video being displayed on this g9. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that there was no video being displayed on this g9. According to the customer, the unit was not responding to touch inputs. The customer tried changing out the display; however, it was blank. There was no patient injury reported. Investigation summary: the returned unit was evaluated and the reported issue was duplicated. The root cause was determined to be a circuit board failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/23/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt #3 06/26/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that there was no video being displayed on this g9. There was no patient injury reported.